Event description:
An optometrist reported a case of dry eye, observed in the patient's right eye four days post lasik. Patient noticed fuzzy, hazy vision with a foreign body sensation. The reporter indicated the steroid drop was increased. Upon follow up, the reporter indicated the dry eye has resolved and the symptoms cleared. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Corrected information: the device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively (B)(4).